Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult or delayed positioning (gripper interact with septal leaflet). The reported device damaged by another device (caused damage) was due to troubleshooting maneuvers to free the gripper from the leaflet. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 5. A xtw triclip was chosen for implantation. The clip was placed and deployed anterior-septal central and appeared stable on imaging. A second xtw clip was then chosen to be placed. When entering ventricle, the septal leaflet interacted with the grippers on the shaft of catheter and became stuck. Maneuvers were performed to free the clip, but in doing so caused the first clip to detach from the septal leaflet (single leaflet device attachment (slda)). To stabilize the slda, the second clip was placed anterior to the slda and implanted successfully. A third clip was also implanted successfully. The procedure ended with tr reduced to grade 2-3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.